Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had multiple insulin pump issues. The insulin pump had blank display screen. The blood glucose was unknown at the time of the incident. Customer stated that, she had a non delivery and the pump screen looked like a rainbow. The customer reported that, the no delivery alarm did not occur during manual prime. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.